Event description:
The initial reporter stated they received discrepant results for different samples from one patient tested with the elecsys troponin t hs assay on a cobas cobas e 801 analytical unit. On (B)(6) 2023, the first sample of the patient resulted in a troponin t hs value of 18.6 ng/l. On (B)(6) 2023, a second sample of the patient resulted in a troponin t hs value of 220 ng/l. The second sample was repeated on the same and a different e 801 module, resulting in values of 18.3 ng/l and 18.7 ng/l respectively. On (B)(6) 2023, a third sample of the patient resulted in a troponin t hs value of 18.8 ng/l and repeated as 18.8 ng/l. The questionable result of 220 ng/l was reported outside of the laboratory and corrected. The troponin t hs reagent lot was 639807 with an expiration date of (B)(6) 2023.

Manufacturer narrative:
Other text : na.

Manufacturer narrative:
Upon review of the alarm trace, multiple "sample clots" and "sample foam detection" alarms were observed in the time period of 13-mar-2023 until 14-mar-2023. These are indicators of possible poor sample quality. The sample centrifugation time may have been shorter than recommended by the tube manufacturer. The investigation determined the issue is consistent with incorrect pre-analytic sample handling leading to poor sample quality.